Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient presented to the emergency room with complaints of chest pain after placement of bravo capsule earlier that day. The physician removed the capsule without any complication. The patient was discharged and is doing well.